Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/29/2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no data within the investigation window. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test could not be performed as the tool could not communicate with the receiver. Manual "try it" testing was performed and failed. The receiver case was opened for an interior inspection and failed. Speaker resistance was measured and failed. The reported event of an intermittent audio output was confirmed. The probable cause was determined to be a defective speaker.